Manufacturer narrative:
(B)(4). Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and / or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. There can be several root causes of leaflet immobility or leaflet restriction. Stenosis / regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The subject device is not available for evaluation as it remains implanted in the patient; therefore, the root cause of the event cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no manufacturing issues that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25 mm mitral pericardial valve exhibited restricted leaflet mobility as observed on echo after implant duration of approximately seven (7) years and six (6) months. This device was originally implanted for mitral valve replacement to correct mitral regurgitation. The doctor would like edwards to investigate the leaflet mobility and the possibility of structural valve deterioration. The reoperation for this patient is not scheduled at this time.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section f10 h11: corrected data: updated section h10 (additional manufacturer narrative per evaluation of the received echocardiographic images, the valve was abnormal in appearance (thickened, rigid leaflets) and probably abnormal in function (with central mr) in 2012 (early after implantation); and evidence of mixed mitral stenosis and regurgitation on the latest echo from 7/2019. It appears likely that the large, mobile lv mass was present since surgery (potentially shown as the soft-tissue density mass on a parasternal long-axis image on the 2/2012 tte). The anatomic findings on echocardiography remain consistent with structural valve deterioration. However, the cause of abnormal mitral leaflet appearance and possibly abnormal valve function early after surgery is not known (including the possibilities of an intrinsically abnormal valve, or due at least in part to extrinsic factors); and it remains unknown whether either infection or mechanical trauma (related to the large mobile lv mass) could have played a role in leaflet degeneration. Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The subject device is not available for evaluation as it remains implanted in the patient. Based on the echo review and implant duration of seven (7) years and six (6) months, the root cause of the restricted leaflet motion is most likely due to svd. However, a definitive root cause could not be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no manufacturing issues that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.